Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided . Date of event unknown / not provided.

Event description:
It was reported that a screw fractured in the patients mouth in tooth #19. Inherited patient. Part of the screw is still stuck in the implant. Will purchase screw removal tools to retrieve the broken portion. Unknown 4 x 11.5mm biomet implant. The top portion of the screw was discarded, and there not be any of the screw left to return.

Manufacturer narrative:
One certainâ® gold-titeâ® hexed screw (iunihg) and one unknown biomet implant were not returned. Since product has not been returned, physical inspection could not be performed. The investigation has been performed based on the available information using the item # (iunihg), and associated IFU/rm files. Functional testing could not be performed because the products were not returned. Pre-existing conditions: tooth #19. Unknown bone density. X-ray or picture image was not provided. Appropriate documentation was reviewed. DHR review for the lot (1226088) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1226088) for similar events and no other complaint was identified. DHR, sterilization, and complaint history review could not be performed (implant), as the subject lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Feb post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction could not be verified, and the reported event was non-verifiable. The following sections have been updated: h3: changed "yes" to "no" h10: added manufacturer narrative h3 other text : device not returned.

Event description:
No further event information available at the time of this report.